Manufacturer narrative:
The actual complaint product was not returned for evaluation. A retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined.

Manufacturer narrative:
The actual complaint product has not been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by an end-user, after using the complaint product for approximately one month, she experienced bilateral corneal ulcers. She reported that her physician attributed the corneal ulcers to a preservative within the complaint product; the end-user reported subjective symptoms of itchiness, burning, and redness as well. The end-user was prescribed unspecified antibiotics and discontinued use of the complaint product. It is noted that the event resolved with the treatment prescribed. Additional information has been requested but not yet received.